Event description:
The user facility said they needed the suspect device replaced. The device had black marks on the part that docks into the base. No one was injured. The device was replaced and requested to be returned for eval.